Event description:
During surgery, the surgeon struggled to remove a size 4 metafix broach from the patient's femur as the broach handle kept slipping off. This led to a 60 minute surgical delay and the surgeon had to switch to a cemented competitor stem.

Manufacturer narrative:
(B)(4) final report. Additional information, including the lot code of the reported broach, an update on the patient and return of the reported devices was requested in order to progress with the investigation of this event. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. The reported devices were returned and reviewed. The reported failure mode was confirmed, however, the root cause could not be determined. No further investigation can be conducted and thus this case is now considered closed. Trends will continue to be monitored for this or similar failure modes with the metafix broach and broach handle. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or disrtibutor caused or contributed to this event.

Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including the lot code of the reported broach, an update on the patient and return of the reported devices has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
During surgery, the surgeon struggled to remove a size 4 metafix broach from the patient's femur as the broach handle kept slipping off. This led to a 60 minute surgical delay and the surgeon had to switch to a cemented competitor stem.